Event description:
A pt was in 3rd degree heart block. The clinical staff attempted to use external pacemaker function of the zoll defibrillator synchronizing from independent ECG monitor. The zoll defibrillator is not designed to synchronize from an external source such as a bedside monitor. The zoll will only pace from its own electrodes. This device has the capabilities of: pacing in 3rd degree heart block, monitoring pulse oximetry, ECG, synchronized defibrillator with semi-automatic external defibrillation and ECG recorder. Device usage problem: other, device was hard to use.